Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, description of event or problem, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes and additional narrative. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher on (B)(6) 2019 revealed that the calibration was out of specifications but produced a passing sample mesh. The roller gear was visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable even after the collars and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of damaged cutters. The zimmer skin graft mesher instruction manual notes that 'a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher'.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that there was an incomplete mesh. No adverse events were reported as a result of this malfunction.